Event description:
It was reported that the patient has increased seizures. Patient's mother reported that seizures are worse than before the patient had the vns implanted. They are having 6-7 seizures a week with headaches, dizziness, and fatigue. No additional relevant information has been received to date.